Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized while using the infusion device. It was reported that the customer went into a coma and suffered a stroke while wearing the infusion device. The hospital determined that the patient had delivered too much insulin via the infusion device which may have led to the event. The type of treatment and blood glucose results obtained at the hospital were not provided. It is unknown how long the patient was hospitalized. The infusion device is not expected to be returned for product evaluation.